Event description:
It was reported that during an initial implant the lead measurements were stable at the conclusion of the procedure. During recovery, the patient became asystolic and there was no capture of the right ventricular lead. The patient was brought back to the operating room for a lead revision. The helix was unable to retract after many turns and had to be pulled from the tissue. The lead was not used and a new lead was implanted. No patient complications were reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was retuned and analyzed. No anomalies were found. There was blood/body fluids (not obstructed) on the proximal conductor. The outer insulation was breached cut. There was blood in/on the helix mechanism including the sleeve head. It was also noted that the lead was damaged at implant.